Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a device check the day after the right ventricular (rv) lead implant noted one high threshold measurement that occurred the day before. The current threshold was within normal limits. The lead will be monitored and remains in use. No patient complications have been reported as a result of this event.